Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was having a problem with the insulin pump. The insulin pump keeps turning off in the middle of the night. No further information was given. A follow up call was made to the customer but there was no pick up. A general message was left to the customer to call back to look into their insulin pump issue.